Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the patient¿s parents that the pediatric patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. According to the report the patient had lost consciousness and the parent treated with gvoke hypopen®. The cgm was reading 100 mg/dl and the blood glucose reading was 34 mg/dl. There was no documentation of additional medical intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.